Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 523 mg/dl. A manual insulin injection was administered to address bg level.